Event description:
It was reproted that the device had motor issues. There is no information that the event caused any harm or serious injury to the patient or user.

Manufacturer narrative:
The device was returned to our us facility and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).